Event description:
It was reported that the patient with this right atrial (ra) lead presented to the emergency room (ER) due to lightheadedness. Upon review it was found an inappropriate atrial tachy response (atr) episode due to farfield oversensing and a pacemaker mediated tachycardia (pmt) episode that appear atrial driven. Technical services (ts) discussed reprogrammed options to prevent the oversensing. Additionally, a change in the morphology was observed from before the pmt algorithm to after which the complex changed vectors. This ra lead. No adverse patient effects were reported.